Manufacturer narrative:
01-jun-2017 product investigation results: the reporter returned 1 toothbrush head on 25-apr-2017. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Head of the brush head broke off during use [device breakage]. No adverse event. Case description: a female consumer of unspecified age reported via phone on 15-mar-2017 that the head of the oral-b power oral care refill cross action came off during use with an oral-b pro 600 cross action toothbrush. She reported she purchased the oral-b toothbrush at the end of (B)(6), and the brush head was included with the toothbrush. She had not previously used this particular version of brush head. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head of the brush head broke off during use [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2017 that the head of the oral-b power oral care refill cross action came off during use with an oral-b pro 600 cross action toothbrush. She reported she purchased the oral-b toothbrush at the end of (B)(6), and the brush head was included with the toothbrush. She had not previously used this particular version of brush head. No symptoms developed.